Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. It is unknown if the device was in use, but the customer reported that there was no patient harm.